Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: there were two suspected lot numbers gd909242 and m20d13b. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap partially disconnected from the female connector of a peritoneal dialysis (pd) transfer set which resulted in an iodine leakage. This issue was further described as the minicap, ¿slightly unscrewed, resulting in iodine leaking¿. This issue was identified during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced and the minicap was discarded. There was no patient injury or medical intervention associated with this event. No additional information was available.